Manufacturer narrative:
No conclusion can be drawn as repair information is unavailable. No pt or staff injury was reported.

Event description:
The customer reported that the instatrak 3500 system's uninterrupted power supply had been pulled out, and the system was not shutting down properly. No pt injury was reported.